Event description:
Complainant alleged that during a routine checkout of the device, the status indicator displayed a red 'x' and would not reset. The complainant indicated that there was no paitent involvement in the reported malfunction.